Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted an insufficient solvent bond between the white clamp supply line to the y junction. There was evidence of solvent on the tubing indicating an assembly attempt occurred. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue that occurred during the automation assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice automated pd set with cassette leaked from an unspecified line. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.